Event description:
The customer reported that the system would display a failed charger error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed on onsite investigation. The svc rep replaced the battery charger printed circuit board, and checked the voltage. The system was tested and found to be working as intended and put back in svc.